Manufacturer narrative:
Date sent: 06/21/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hemicolectomy procedure, the staple malformed at the first firing. The case was completed by add'l suture. There was no adverse consequence to the pt.